Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Three used devices were received. Visual inspection found two sets to have flared patient adapters. Leak testing, clear passage testing, and clamp function testing were performed with no issues noted. The integrity of the seal surface was tested with no leaks noted. The inside diameter of the patient connector was measured and found to be below nominal. Improvements were made to the mold and the molding department procedures to address this issue. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient connector of a uv flash transfer set could not be firmly connected with the titanium adapter at the time of placement. There was no adverse event reported. No additional information is available at this time.